Event description:
During a ventricular tachycardia ablation procedure using a therapy cool path duo ablation catheter, a cardiac tamponade occurred. Geometry was created with a livewire ep catheter and several ablations were performed on the right and left side of the heart using the therapy cool path duo ablation catheter. At this time, a reduction in cardiac movement was noted via fluoroscopy and the patient became hypotensive. A pericardiocentesis was performed, which stabilized the patient with no further intervention required. There were no performance issues noted with sjm devices.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.